Manufacturer narrative:
Unit received with minor scratched lcd window. Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify motor error alarm, excessive no delivery alarm, backlight anomaly, unexpected low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The motor was louder than before. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The information in the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.